Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Device labeling: precautions: ¿failure to comply with the needle attachment instructions could result in needle disengagement and/or product leakage at the luer-lok® and needle hub connection. Instructions for use: ¿if the needle is blocked, do not increase the pressure on the plunger rod. Instead, stop the injection and replace the needle.

Event description:
Medical assistant reported that ¿while injecting the needle popped off¿ for one syringe of juvéderm® ultra plus xc. Patient contact occurred. No injury occurred with the patient, staff, or injector.